Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this ra lead had low amplitude. It appeared that this lead was undersensing. An atrial lead revision may be done but it appears that this lead remains actively implanted.

Manufacturer narrative:
Update 30. Aug 2022: lead was capped on (B)(6) 2022 due to dislodgement. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.